Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced widely fluctuating blood glucose while taking oral prednisone, with readings reported as ¿high¿ on both the ilet and a fingerstick meter, and care staff requested disconnection from the ilet in the hospital; the user paused and then disconnected the pump, and subsequent calls involved sensor connectivity issues with a freestyle libre 3 plus that required warmup initiation, review of alerts, and an ilet restart. Symptoms included hyperglycemia. Outcomes included hospitalization and clinical management by hospital staff with IV insulin and fluids per local practice, after which the user remained off ilet due to steroid-related glycemic variability. Investigation included user education, sensor workflow troubleshooting, review of device alerts, and device restart guidance. Investigation of this case revealed no device malfunction was identified, with hyperglycemia temporally associated with systemic steroid use and intermittent cgm connectivity issues addressed through standard troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was unclear with contributing factors including concomitant medication and user/system setup for cgm connectivity. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.